Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is atherosclerotic heart disease.

Manufacturer narrative:
The device was tested using automated testing equipment and no anomalies were found.